Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. To treat the low bg level, the customer consumed a small pack of raisins. Although requested by tandem technical support, the customer declined to upload the pump data logs for a log review to be performed. Recommendation was made to consult with health care provider regarding diabetes management.